Manufacturer narrative:
Review by consulting physician found that the device did not cause and/or contribute to the reported issues. They indicated that likely the blood loss was from an unrecognized source on the liver which could have been from a suture line, a tie that came off or a vein, or artery that wasn't adequately secured. Perfusion data from the event was reviewed. Based on the data, the device appears to have responded appropriately to excessive fluid accumulation in the liver bowl. The root cause of the reported event are believed to be non-device related factors.

Event description:
During perfusion, progressive reservoir volume loss with continuous accumulation of fluid in the liver bowl was observed. Hemostasis was not achieved despite troubleshooting and volume supplementation, and the liver was ultimately declined for transplant.

Event description:
During perfusion, progressive reservoir volume loss with continuous accumulation of fluid in the liver bowl was observed. Hemostasis was not achieved despite troubleshooting and volume supplementation, and the liver was ultimately declined for transplant.

Manufacturer narrative:
Device was serviced at the customer site by a field service engineer. The device did not demonstrate any abnormalities and functioned as expected. The device passed all applicable testing.